Event description:
Clinical study. Same case as 6000089-2007-00202. It was reported that 55 months after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The target lesion was located in the right coronary artery (dist rca) with 80% stenosis, a length of 12mm and reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilatation and placement of a 3 x 16mm taxus express study stent. A bailout 3 x 16mm stent was placed proximally as there appeared to be some compromise of up to 50%. Residual stenosis was 0%. A 10mm long non-target lesion in the mid left anterior descending artery was treated with a 3 x 18mm non bsc stent during the index procedure. The patient was discharged the next day on protocol doses of aspirin and plavix. Greater than four years post index procedure, the patient was admitted with recurrent exertional, squeezing, midsternal chest discomfort with shortness of breath and palpitations. Pain was relieved with rest and improved on nitroglycerin. Medications on admission included aspirin. Cardiac catheterization at that time revealed cx 100% occlusion, rca: "long 50% proximal lesion followed by a 90% lesion, subsequently a clear spot, and then subsequently a 99% lesion and then subsequently a 50-70% lesion in the distal part." Core lab report dated 2007 notes 44.29% stenosis of the target lesion, dist rca, with possible thrombus. An attempt at angioplasty on the rca was unsuccessful and the patient was referred for coronary artery bypass grafting (CABG) surgery. The next day, the patient underwent CABG x 2 with saphenous vein grafts to the rpvb and the rpda. The patient was discharged 5 days later on aspirin. In the opinion of the physician, the relationship of tvr to index procedure is unrelated.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.